Event description:
During a mako tka procedure the distal femur/tibia workflow was used to address a difficult valgus deformity. Once all the cuts were made, the joint was in 15 degrees of hyper extension. The surgeon used a caliper to measure the resected femur and measured that the robotic arm took off 9mm of distal femur while the plan reflected only 7.5mm. As a result the surgeon believes that the cuts on the robotic arm were off and is requesting that a complaint be filed and the robot be looked at prior to any more cases being completed. He is going to cancel cases tomorrow and friday if someone cannot get to the robotic arm tonight. We need someone to come look at the arm asap. Case type: tka. Surgical delay > 30 minutes.

Manufacturer narrative:
This record is a duplicate of MFR#3005985723-2020-00100; therefore, this record is being cancelled.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako tka procedure the distal femur/tibia workflow was used to address a difficult valgus deformity. Once all the cuts were made, the joint was in 15 degrees of hyper extension. The surgeon used a caliper to measure the resected femur and measured that the robotic arm took off 9mm of distal femur while the plan reflected only 7.5mm. As a result the surgeon believes that the cuts on the robotic arm were off and is requesting that a complaint be filed and the robot be looked at prior to any more cases being completed. He is going to cancel cases tomorrow and friday if someone cannot get to the robotic arm tonight. We need someone to come look at the arm asap. Case type: tka. Surgical delay > 30 minutes.